Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Investigation of returned suspect device found an electrical issue. The monitor wouldn't power up and a clicking noise was heard through the speakers. The 24 volt power supply was found to be bad. The monitor was found to function normally when the monitor was hooked up to a known good 24 volt power supply. A replacement monitor was shipped to the site. The issue was resolved with the replacement. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a case, the desktop monitor became black and started making loud noises. All of the other screens were working so the site was able to complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.